Event description:
It was reported that the top scale marking on the bd micro-fine insulin syringe was printed lower than its usual placement. The following information was provided by the initial reporter, translated from german: "normally the top dash is higher. In the batch we have now, the top dash is lower so there is normally more insulin in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-dec-2022. H6: investigation summary: customer returned (20) 0.5ml, 30 gauge, 8mm syringes from lot 1347543 in 2 unopened polybags. Each of the syringes were visually inspected and measured using the appropriate scale gauge. While the syringes returned approached the lower limits of the specifications provided by the gauge, none of the syringes were found to be out of specification. A review of the device history record was completed for batch# 1347543. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of misaligned scale markings. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the top scale marking on the bd micro-fine¿+ insulin syringe was printed lower than its usual placement. The following information was provided by the initial reporter, translated from german: "normally the top dash is higher. In the batch we have now, the top dash is lower so there is normally more insulin in the syringe."